Event description:
This is filed to report the single leaflet device attachment (slda) caused by another clip requiring additional clips. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitral valve had prolapsed bilateral leaflets and flail. The first clip delivery system (cds) was advanced to the mitral valve and implanted successfully. A second cds was advanced to further reduce mr. However, when an attempt was made to open the clip, the clip did not open. Troubleshooting was performed but was unsuccessful. It was decided to remove the cds and use a new cds. Then, it was noted that the first clip implanted had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was suspected that the second clip might have caused the first clip to have an slda. Two additional clips were implanted for stabilization, reducing the mr to 2. The patient was confirmed to have a good outcome. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second clip delivery system referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported dislodgement appears to be due to procedural conditions. The reported single leaflet device attachment (sdla) was due to a combination of challenging anatomy and the device damaged by another device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.